Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned in segments, analyzed and the connector had an intermittency between the pin and cap on the is-1 connector. It was noted that the outer tubing overlay had blood/body fluid on it, was melted, and had cosmetic environmental stress cracking. The outer tubing was kinked/buckled and had environmental stress cracking breach (non-electrical). The outer insulation had a cosmetic depression, there tissue on the helix and blood in/on the helix mechanism. We did receive performance data collected from the device, analyzed the save to disk data and no anomalies were found. (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted and had blood/body fluid on them (not obstructed). The outer insulation was melted, was torn and had a cosmetic depression. The inner insulation was torn, there was apparent explant damage and the lead was stretched. (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). The outer insulation was kinked/buckled, had cosmetic environmental stress cracking, was breached cut and had a cosmetic depression. There was also blood in/on the helix mechanism, tissue on the helix and there was apparent explant damage.

Event description:
It was reported the right ventricular (rv) lead showed several non-sustained ventricular tachycardia episodes with short intervals. It was noted that the impedance and short interval counter were normal for the rv lead. The rv lead was explanted and replaced. During the lead revision, the right atrial (ra) and left ventricular (lv) leads became dislodged. It was noted that the values had been normal for the ra and lv leads. The ra and lv leads were explanted and replaced. No patient complications have been reported as a result of this event.